Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 210 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. It was also reported that resistance was experienced when filling the cartridge with insulin. The issue resolved on it's own. Customer¿s blood glucose level was 137 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.